Event description:
The sales rep reported when cutting mechanism was activated, increased noise and vibrations. Hosp experienced 6-8 heavy bleeders during procedures and called me. Remaining probe from lot was tested and confirmed issue with two separate holsters. Sound/vibration did not occur with probe from different lot. All procedures still had very good tissue acquisition and vacuum. The procedure was completed with the original device. Pt complications of increased bleeding during procedure. Some pts required sutures to be placed.

Manufacturer narrative:
(B)(4). Investigation summary: on (B)(6) 2015, an mst8 probe from lot f11445129d1 was received from the customer for eval. An initial eval confirmed the noise as reported. The device was then sent to the assembly site for further analysis. The production record for lot f11445129d1 was reviewed. No issues were noted. An analysis of the device was conducted. When the device was opened to inspect the inner components, two components appeared to have not been seated properly. An investigation of the device assembly process was also conducted. During the assembly process, some components are pressed into position. This is a manual operation. It was noted that incomplete seating, or pressing completely into position, could contribute to or cause the reported malfunction. The device received was confirmed to have components that had not been completely pressed into position.